Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed had an arctic sun device that would not fill when trying to fill the reservoir, biomed thought the pump was bad.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. A test circulation pump was installed in decon to fill unit. Disassembled the circulation pump from motor, pump motor frozen. Serviced circulation pump during pm process. Two tank gasket lifted on from tank when removing the pumps. Molded y-tube leaking. He l-tube & double l-tubing appears distended/expanded however water flow was not impeded. The device underwent pm servicing while in for repair. Serviced mixing pump. Replaced circulation pump motor. Replaced the heater, manifold o-rings, drain valves, tank tubing, 2 tank gaskets, molded y-tube, and the coin cell. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. DHR is not required as this is not an out-of-box failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: f,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that biomed had an arctic sun device that would not fill when trying to fill the reservoir, biomed thought the pump was bad. Per support/biomed tech via phone on (B)(6) 2023, it was reported that the device needed a 2k hour maintenance and a pump, so it had been returned already. Per sample evaluation results received on 09may2023, it was reported that the two-tank gasket lifted on from tank when removing the pumps. It was stated that the molded y tube leaking. It was also stated the l-tube and double l-tubing appeared distended or expanded however water flow was not impeded.